Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, a defective lay-out on the labels stickers in the box of the subject ICD was identified. The name of the device and reference number are not well centered and so are these cut when the stickers are taken out.